Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented with hematuria and had a positive coombs test. Pt also suffered from a thromboembolic cerebrovascular accident. Add'l info indicated that the pt also had an embolic stroke.